Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that the patient's low voltage lead had dislodged due to twiddlers syndrome. The lead was explanted. The patient was in stable condition.